Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-apr-2015, UDI#: (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that a suture was found to be kinking the catheter. The suture was removed and the catheter was aspirated successfully following the catheter revision. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on 2020-sep-17. It was confirmed that the catheter was kinked during a normal/planned pump replacement. However, the suture removal procedure took place in an additional surgery following the pump replacement. It was unknown if the patient experienced any symptoms or if any troubleshooting was done which led to the decision to perform the catheter revision. The current status of the patient's pump was unknown.